Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the shipping wedge was returned and was damaged. It was reported that the shipping wedge was broken or yellow pieces have broken off from the shipping wedge, and a component disengaged from the device into the surgical cavity. The reported issues were confirmed. The most likely cause could not be established from the information available. Damage to the shipping wedge can occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic wedge surgery, upon firing of stapler, part of shipping wedge sheared off and fell into the chest cavity. The small piece of plastic was retrieved using grasper, and the surgery was completed. There was no patient injury.